Event description:
The patient stopped using his neurostimulator because his pain had improved. The patient was seen in clinic. The implantable neurostimulator was overdischarged. The patient hadn't had stimulation for more than 6 months. Three physician mode recharges were completed without a return of device function. When the patient was able to recharge, 6 to 8 recharge efficiency bars filled. An x-ray to check for device flip had not been done. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.